Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. As per clinical, fem to fem bypass was done to recover flow on right femoral leg and ischemia resolved with pump explant. The root cause of the limb ischemia issue was patient condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events, acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old female patient had suffered a brief cardiac arrest and impella cp was placed in the right femoral artery. One stent was placed in marginal branch of left circumflex artery but the team was not able to adequately revascularize. The following morning, there was no pulse in the distal extremity despite the high vasopressor doses. The medical team decided for escalation of care by using a impella 5.5, however, due to the difficulty with the impella 5.5 delivery a new impella cp was placed via axillary for support.